Event description:
Pt presented to the emergency room on 1/8/1999 complaint of the quinton catheter (external r curved extension) broke off. Another device had to be inserted as a replacement. Originally device was implanted on 11/18/1998.